Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a difficulty to remove the adhesive pad. The exact cause of the reported adhesive failure could not be determined. Cracks were observed on the top housing of the pod. The timing and cause of the damages could not be determined when these cracks occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 16.8 mmol/l (302.4 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient also noted that the pod was difficult to remove. As treatment, a new pod was applied.